Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device explanted due to eos with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device interrogation was properly feasible and revealed the battery status eos. A number of two charging cycles was recorded in the icds memory. The memory content of the ICD and the returned device data were inspected. The inspection showed that the device was programmed to auto-MRI on (B)(6) 2024 at 02:26 pm. An MRI field was detected by the ICD on (B)(6) 2024 at 10:30 am, and the MRI mode was activated, as expected. The data further documented that, on the same day at 10:33 am, the ICD activated the safety backup mode due to the detection of an invalid device status caused by resets of the electronic module. On (B)(6) 2024 at 03:23 pm the eos battery status was activated. Subsequently the ICD was subjected to an electrical analysis. The amount of charge taken from the battery was verified, and the battery condition did not correspond to the eos status. Therefore, the eos status was removed using a technical programmer and subsequent interrogation revealed the battery status bos. The battery voltage was 3.03v. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The current consumption was measured and proved to be normal. In conclusion, the device proved to be fully functional after removal of the eos battery status. The battery was fully charged. Despite extensive analysis of the device and device data, the root cause of the documented resets and subsequent eos activation was not determinable. A temporary component malfunction during the MRI procedure, that could not be reproduced during analysis, cannot be excluded.